Event description:
Procedure performed: robotic hysterectomy. Event description: we used a ctf71 trocar and the trocar broke in half. Additional information obtained from hospital representative via email on 13nov2024. No patient injury or illness occurred. The patient had o-obp- 24-hour observation. The procedure was a robotic hysterectomy. Other devices used alongside ctf71 were ctf03 and ctf34. Lot trace was performed using account associated with the hospital (B)(6). Additional information obtained from hospital representative via email on 13nov2024. The event date is april 27, 2017. Additional information obtained from hospital representative via email on 18nov2024. The trocar broke during the 2017 case and it was not realized by the staff in 2017. The patient returned to surgery this year on (B)(6), and it was discovered in her abdomen. Additional information obtained from hospital representative via email on 25nov2024. The surgery on (B)(6) 2024 was unrelated to the trocar being left inside. Patient status: no patient injury or illness occurred, o-opb - 24 hour observation.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: robotic hysterectomy. Event description: we used a ctf71 trocar and the trocar broke in half. Additional information obtained from hospital representative via email on (B)(6) 2024 no patient injury or illness occurred. The patient had o-obp- 24-hour observation. The procedure was a robotic hysterectomy. Other devices used alongside ctf71 were ctf03 and ctf34. Lot trace was performed using account associated with the hospital- (B)(6) additional information obtained from hospital representative via email on (B)(6) 2024 the event date is april 27, 2017. Additional information obtained from hospital representative via email on (B)(6) 2024 the trocar broke during the 2017 case and it was not realized by the staff in 2017. The patient returned to surgery this year (B)(6), and it was discovered in her abdomen. Additional information obtained from hospital representative via email on (B)(6) 2024 the surgery on (B)(6) 2024 was unrelated to the trocar being left inside. Patient status: no patient injury or illness occurred, o-opb - 24 hour observation

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.